Event description:
Customer's dad called to report a hospitalization due to high blood glucose approximately 3 weeks ago. Blood glucose reading at the time of the hospitalization was 600 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Customer was treated with intravenous drip. The customer stated that the high blood glucose was caused by bent cannulas on the infusion set that occurred during the insertion process. Customer did not notice the bent cannula and the insulin pump did not alarm for no delivery. This caused the customer's blood glucose to go high. The customer had symptoms of high blood glucose such as nausea and vomiting. Troubleshooting was performed. Tubing clamps will be sent to confirm the insulin pump is capable of detecting an occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)